Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 213 days following placement of a covered biliary wallstent, the stent was found to have migrated. The patient initially had a covered biliary wallstent placed in the distal common bile duct to manage a malignant biliary stricture. The patient experienced pain and nausea during indwell of the covered biliary wallstent. Removal of the stent was scheduled and during removal it was noted that the stent had migrated distally. Attempts were made to remove the stent with a snare, but were unsuccessful. Rat tooth forceps were used and the wallstent was removed. Another covered stent was placed and balloon sweep extraction of stones was also performed to resolve the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.